Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient experienced chronic infections with drainage at the implant site. Subsequently, the patient was treated with a topical ointment, steroid injections and oral antibiotics.